Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath that was selected for use exhibited air ingress. Upon insertion of a farawave catheter, the sheath was aspirated, and air bubbles were observed in the sheath. The farawave was removed to redo the process, however air bubbles were still visualized. A fluid leak was also reported. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Device evaluated by MFR.: the faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. The faradrive steerable sheath was prepared for leak testing, however, an attempt to purge the sheath of air was unsuccessful as the device was observed to leak from the proximal end of the sheath. Microscopic inspection of the hemostatic valve identified that the inner and outer valves were torn, and that both valves were deformed and not sealing properly, likely due to the dilator being inserted in the sheath for an extended period of time during transit to boston scientific.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath that was selected for use exhibited air ingress. Upon insertion of a farawave catheter, the sheath was aspirated, and air bubbles were observed in the sheath. The farawave was removed to redo the process, however air bubbles were still visualized. A fluid leak was also reported. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath has been received at boston scientific's post market laboratory.